Event description:
The customer reported that the shaft of the antenna did not activate during the procedure. Medical intervention was required. The customer did not provide additional information regarding the type of intervention given to the patient, but reported that there were no patient injury. The surgeon opened another instrument to complete the procedure successfully.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.